Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A technician reported that the laser does not appear to be treating the treatment that was entered. The patient's cylinder returned and was noted approximately four months post-operatively. There are multi reports for this facility. This report addresses the patient's ec's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. A review of the logfiles for the day of treatment showed all laser system functions were within specifications for the respective treatment. At system start up, the user performed a gas change and energy check and skipped the scanner test and performed the eyetracker successfully. The user performed fluence test two times. The measured ablation depth of the first fluence test was 67.4¿m which was out of the acceptable range (the measured ablation depth should be between 63.5¿m and 66.5 ¿m). The user repeated the energy check and performed a second fluence test and confirmed the fluence test result measured a depth of 66.6 ¿m. The user performed all treatments successfully without problems. The user renewed the energy check in the recommended time range. The energy was stable during the day. No technical problem could be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).